Event description:
In 2008, the lay user/pt initially contacted lifescan (lfs) regarding onetouch ultra test strip recall. During his conversation with the customer care advocate (cca), the pt alleged that his onetouch ultra meter was reading inaccurately low. The medical affairs specialist (mas) spoke with the pt on october 8, 2008 and obtained the following info. The pt did not recall when the alleged issue began. On an unspecified date in the morning (approximately 7-10 days prior to contacting lfs), the pt reported that he obtained a reading of "125 or 130 mg/dl" on the subject meter. Later that afternoon (approximately 3-4 pm), the pt claimed he did not feel good and became very dizzy, which led his son to take him to the emergency room. The pt reported that a lab draw was performed while in the ER and that the physician informed him his blood glucose was "very high" (actual result unknown). In addition, the pt stated he was treated with a shot of insulin (type and dose unknown) and released after approximately 3 hours. At the time of troubleshooting, the cca confirmed that the pt was using a recalled test strip lot number. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained inaccurate low readings on the subject meter, and reportedly was treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.